Event description:
It was reported the patient experienced increased pain over area of the pump. The patient stated there is no swelling or redness and has had the symptoms for last 3 refills over the past six months. The patient stated that at refills, they are taking out more medication than expected with one refill "7.5 fluid stuff" and before that they took out "5 fluid stuff". The patient stated they have had a 50% increase in medication over the past 4 months but continue to be in pain. The drugs in the pump were morphine and bupivacaine. The patient stated they have had no falls or trauma. They did have hernia surgery in november but, the surgeon was very careful and not near pump. Dye and rotor studies were done. The dye study was fine. With rotor study, the patient indicated the rotor didn't move until the hcp upped the dosage. The hcp then increased the dose by 10% on wednesday. By friday, the patient was hurting and had another increase of 10% on monday. The hcp instructed the patient to supplement with oral medication.